Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the console needed a preventative maintenance. The revolutions per minute button was not visible which led to flow not being able to be established.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer¿s investigation conclusion: the reported event of the rpm button not being visible, resulting in flow being unable to be established, was not confirmed; however, a flow issue was confirmed via the log file. The log file captured the system operating at ~2000 rpm / 2.2 lpm on (B)(6) 2024 after it was powered on this date, followed by the flow value fluctuating below 0 lpm approximately 2 hours after the system was powered on, triggering a flow below minimum alarm. The pump was removed shortly after this alarm, and the flow alarm threshold values were set; however, the set speed was not increased throughout the remainder of the data. No other notable events were observed. The returned centrimag console (serial number (B)(6)) was functionally tested at the service depot and performed as intended. No issues with rpm or flow adjustments were observed throughout all testing, and atypical events were unable to be reproduced. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag 2nd gen. Primary console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual, rev. M section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual, rev. M, ¿table 15: console maintenance schedule¿ instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. No further information was provided. The manufacturer is closing the file on this event.